Manufacturer narrative:
Citation: maddali mm et al. Induced pectus carinatum. J card surg 2016;31:357360. Doi: 10.1111/jocs.12734. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with truncus arteriosus, aortic arch interruption, and pulmonary artery origin stenosis who underwent implant of a medtronic contegra conduit (serial number not provided) as part of reconstruction of the pulmonary artery. A mismatch between the conduit size and the patient, and also the conduits anterior location, resulted in protrusion of the conduit between the sternal edges. At seven days postoperative an attempt was made to approximate the sternal edges; however, this resulted in compression of the contegra graft. To accommodate the conduit inside the thoracic cavity, external traction was applied to the sternum to purposely induce a pectus carinatum deformity. The traction was gradually released over the next ten days guided by transesophageal echocardiography-derived cardiac output data and continuous hemodynamic parameters. At seven weeks postoperative the deformity had decreased significantly. Computed tomography revealed no compression of the conduit. There were no plans to revise the pectus. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.